Manufacturer narrative:
Nadates updated: b2: date of death, b3: date of event, b6: date of relevant test - laboratory data.

Event description:
Subsequent to the initially filed report, the following information was received: the date of the procedure and the date that the patient expired was actually (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. In the opinion of the physician, the use of this graftmaster did not cause or contribute to complications, adverse events, or death in any way. The patient's health was declining (toward death) prior to graftmaster use. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in the left anterior descending coronary artery. A 2.8x16mm graftmaster covered stent was deployed successfully and sealed the area where it was placed but failed to seal the perforation as the perforation was large and needed another stent. Another 2.8x16mm graftmaster covered stent was deployed successfully and sealed the area where it was placed but failed to seal the perforation as the perforation was larger than anticipated and needed another stent. A 2.8x16mm graftmaster covered stent failed to cross due to the anatomy, so it was removed. A non-abbott stent was used to finish sealing the last small portion of the perforation and successfully complete the procedure. However, the patient expired on (B)(6) 2020 due to cardiac failure, resulting from the prior condition of the patient. In the opinion of the physician, the use of this graftmaster did not cause or contribute to complications, adverse events, or death in any way. The patient's health was declining toward death prior to graftmaster use. The first two graftmaster stents sealed the areas where they were placed and did not have any device malfunctions. No additional information was provided.